Event description:
It was reported that, surgeon requested a 25 mm screw to circulating nurse. Circulator opened package. Rep realized screw in package was too long to be a 25 mm. Upon inspection, could see it was a 35 mm. Gave circulator another 25 mm and removed 35 mm screw and package from operating room. The 35 mm screw never reached the sterile field.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. When completed, the eval summary will be submitted in a supplemental report.